Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with 500cc smooth mentor memorygel breast implant has experienced postoperative right-sided implant rupture. Rupture was confirmed by MRI. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.

Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-apr-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: two devices (a and b) were received in the laboratory for analysis one of them without the button, since it was not possible to identify which one belonged to the complaint, both implants were analyzed. During the visual evaluation of device a, was observed to be ruptured. The implant was received incomplete since the button was not received. Microscopic examination was performed and the cause of the tear could not be identified. During the visual evaluation of device b, an anomaly on the anterior view was observed on the device consistent with a crease/fold. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-jul-2020, mentor became aware that the patient was rescheduled and underwent explantation and replacement with unspecified mentor gel breast implants on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).